Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed both output connectors are broken. Analysis also found the upper case is contaminated (adhesive) and the lower case has a pinched black wire and is contaminated (adhesive). Display has white wire pinched. Main seal was pinched between the case halves ring screw is contaminated. (B)(4).

Event description:
It was reported the device has broken a-v (atrial - ventricle) connectors, cracked inside the pacing ports. The device was returned for repair. There was no patient involvement indicated.